Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was losing power when the patient attempted to give boluses. The reporter confirmed no damage to the pump, the battery cap was confirmed to be secure, and there were no noted signs of moisture or corrosion. This report is made because the issue was not resolved with troubleshooting. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.